Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had been intentionally programmed to monitor only as a result of a competitor's lead issue. The patient's remote monitoring system had generated a red alert due to this situation. It was reported that the system's pacing impedances acutely increased to greater than 2,000 ohms. There was also noise exhibited on the right ventricular (rv) channel which was oversensed at times. There has been no report of inappropriate therapy at this time. The physician plans to continue to monitor this situation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.